Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. The customer received information and assistance from technical support to reset the pump, which resolved the issue, and was advised to continue using the pump and to call back if any malfunction recurred.